Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the customer's statement is confirmed as valid after evaluating the device. The inspection of the swivel adapter shows that the swivel adapter assembly's small parts must be replaced including the worn nylon washers and worn and loose retaining rings. To resolve all issues, the swivel adapter¿s nylon washers and the retaining rings were replaced, the unit was reassembled, and the functional test was carried out successfully and the device meets manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit due to the swivel adapter needing replacement of small parts. The probable root cause is routine use and wear of the unit. No further corrective action beyond these repairs is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3004608878-2026-00010 3004608878-2026-00011. An authorized distributor reported that the mayfield swivel adaptor (a1018) gave way and did not fix during surgery. The incident caused an increase in surgical time of more than 30 minutes, due to the need to manage the situation. There was no death, but rather lacerations to the scalp, constituting an injury associated with the event. The event occurred in (B)(6) hospital.